Event description:
On (B)(6) 2021, it was reported by a facility representative via sems that an ar-623-t6 tibial prep tray and an ar-623-6 keel punch are broken. This was discovered during a procedure on (B)(6) 2021.

Manufacturer narrative:
Complaint confirmed, the dovetail feature is partially broken. Edges of the device are dented and worn. The cause of the event is undetermined, however a likely cause is user-applied mechanical forces.